Manufacturer narrative:
Analysis of the lead (v964051001) found the conductor of the stimulation lead body to be broken at the titan anchor site.

Event description:
It was reported that there was an impedance value of greater than 3600 ohms on electrodes 8, 9, 10, 11, 12, 14, and 15. The action required was noted to be replacement. The patient had been experiencing right side pain not helped by the right-sided lead and program. Upon interrogation with the clinician programmer, all contacts on that lead were found to be greater than 3600 ohms except for 13. The patient had tripped and fell over her dog the month prior to this report. The patient wanted a totally new system with MRI conditional compatibility. An appointment with a surgical consult was going to be made. The patient had experienced less than 50% therapy relief at the right low back and leg. Follow-up determined that a replacement for sure had not taken place but it was unknown if an appointment had been made as of (B)(6) 2015. The patient was still only receiving effective therapy on the one side that the lead was working properly. Additional follow-up was performed to determine if any further troubleshooting had occurred, if a cause had been determined, if any intervention occurred, and if the issue was resolved. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3550-39, lot# n265638, implanted: (B)(6) 2010, product type: accessory; product ID 37752, serial# (B)(4), product type: recharger; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 3550-39, lot# n334640, implanted: (B)(6) 2012, product type: accessory; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).